Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
One carto vizigo¿ 8.5f bi-directional guiding sheath - large was received by the biosense webster, inc. (Bwi) product analysis lab on 5-aug-2022 with no accompanying information, and was processed on 05-dec-2022. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to bwi. However, visual analysis revealed that the hemostatic valve was broken. As a result, this will be reported to FDA. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
The b section event date was listed as "23-jul-2022". However, the actual event date could not be confirmed, therefore the event date was listed as the manufacture date as the event could have only occurred after manufacture. The product was returned to biosense webster (bwi) for evaluation. Visual inspection, carto 3, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken. A carto 3 test was performed, and the device was visualized and recognized correctly, the deflection features were used, and no issues were detected. A microscopic examination of the hub area was performed, and it was found that the hemostatic valve was broken, and marks of stress close to the star axis of insertion were noticed. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion; however, this could not be conclusively determined. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record evaluation was performed for the finished device number 00002067 and no internal action was found during the review. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) on 29-dec-2022, it was noted that the initial 3500a report mwr-05122022-0001310485 was missing the device evaluation details. Therefore, h10. Additional manufacturer narrative has been updated on this report.